Event description:
During product evaluation , failure code 814:04 was fouond in the pump's event history. It is unknown when this failure code occurred, or if there was any patient injury or medical intervention necessary.